Manufacturer narrative:
Correction: this file has been identified as a duplicate complaint previously reported on FDA report number 2021710-2016-03473.

Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and was able to reproduce the reported event and isolate it to the main printed circuit board. A replacement board has been ordered for the unit. Upon completion of the evaluation or in the event additional information becomes available a follow-up report will be submitted at that time.

Event description:
The customer stated that this unit is giving a "xdcr fault" alarm. There was no patient involvement at the time of the event.